Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg as instructed resulting in the ipg becoming inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.